Manufacturer narrative:
D3: correction. D9: 02-dec-2024. H3: the device history record of reported lot number 6012465 was reviewed, and it was confirmed that no non-conformities were reported during production. The quality inspection forms were reviewed, and it was observed that no defects were found, and the lot was released. One cassette was received for analysis. No damage or anomalies were observed during visual inspection. Functional testing was performed, and a leak was observed to be coming from the internal bag at the seal. The probable cause of the leak is due to inconsistent sealing of the internal bag during manufacturing.

Manufacturer narrative:
E1: phone (B)(6). A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that a leaking 100ml cassette was noticed during compounding of the cassette. The leak occurred after completion of compounding, after addition of saline and drug. Air was removed prior to addition of fluids to avoid over pressurization of the bladder. There was no patient involvement.

Manufacturer narrative:
D9: product received date 12/2/2024. H3: investigation is in progress.